Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the wires in the cable and damaging the j702 off the distribution node pca. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.